Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the device had a visual alarm for speaker error but no sound at all. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and a nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.